Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol composix kugel patch(device #1). On (B)(6) 2008: the patient had unspecified injuries and underwent surgery for implant of an unspecified bard/davol ventralex (device #2). On (B)(6) 2015: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol composix kugel patch (device #1) and the bard/davol ventralex (device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for implant of an unspecified bard/davol composix kugel patch(device #1). On (B)(6) 2008: the patient had unspecified injuries and underwent surgery for implant of an unspecified bard/davol ventralex(device #2). On (B)(6) 2015: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol composix kugel patch(device #1) and the bard/davol ventralex(device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2005 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of composix kugel patch (device 1). Per operative notes, ¿a vertical incision was made through the old scars. The hernia sac was dissected out. All adhesions were taken down. A 3-inch circular composix kugel patch (device 1) was placed into the abdominal cavity and secure it with sutures.¿ on (B)(6) 2008 ¿ patient was diagnosed with incarcerated recurrent incisional hernia; adhesion thereby underwent open repair with implant of ventralex mesh (device 2). Per operative notes, ¿a transverse skin incision was made in the upper abdomen. The hernia sac was dissected out. Some adhesions were present in the anterior abdominal wall, which was taken down. A 2.5-inch circular ventralex mesh (device 2) was placed into the defect and secure it with sutures.¿on (B)(6) 2018 ¿ patient was diagnosed with recurrent incisional hernia, abscess, fistula thereby underwent open repair with explant of composix kugel patch (device 1) and ventralex mesh (device 2) and primary hernia repair. Per operative notes, ¿an incision was made through old incision. There was abscess in the mesh, which was drained entirely. There was evidence of an enterocutaneous fistula. Fistula was removed. Previously placed composix kugel patch (device 1) and ventralex mesh (device 2) were dissected out entirely. There was no further mesh in the abdominal cavity. The defect was closed with sutures primarily.¿ on (B)(6) 2019 - patient underwent robotic incisional hernia repair with mesh and excision of previous draining site with subcutaneous epithelialized path cauterized. On (B)(6) 2019 - patient underwent robotic incisional hernia repair with mesh, lysis of adhesions and removal of mesh.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot no.), d6b, g1, g3, g6, h2, h6, h10, h11. Corrected field: b3 (event date). This supplemental emdr represents the bard/davol composix kugel (device 1). An additional supplemental emdr was submitted to represent the bard/davol ventralex (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.